Event description:
It was reported that the patient presented to emergency department for implant dual chamber pacemaker with arrhythmia. After the procedure. The patient experienced muscle stimulation resulting in discomfort. The rv lead had dislodged. The right ventricular (rv) lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction section b5 and h6 : new information received notes the patient did not experience arrythmia due to the product performance. The patient was presented in the emergency department due to bradycardia and the physician elected to implant a dual chamber pacemaker to resolve the issue. Device evaluation : the reported events were lead dislodgement and muscle stimulation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. After the procedure, the patient experienced muscle stimulation resulting in discomfort. The right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.